Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight: unknown / not provided. Unique device identifier (UDI): not required due to manufacture date. Fax number and address: unknown / not provided.

Event description:
Doctor indicated fracture, broken implant. Tip of the implant was lost in the clinic. The fractured portion was removed and the implant was replaced. Tooth site #12.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. An osseotite® implant 5 x 13mm (oss513) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture in the middle of implant. The reported event is confirmed following inspection and evaluation. Based on the evaluation, the device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number (2014090882). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014090882) for similar event and no other complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.